Event description:
In 2009, the pt reported she continues to see air bubbles in the insulin cartridge of her infusion device, which have resulted in elevated blood glucose readings. She stated she is using room temperature insulin to fill her cartridges and she attaches the luer lock and adapter to the cartridge prior to inserting it into her device. She said the issue has continued through the use of several additional trainings. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.